Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article that tendril leads may be related to electrical issues such as low pacing impedance and noise, due to insulation anomalies. This was treated through both programming changes and/or surgical intervention. Specific patient information was not available.